Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was over 600 mg/dl. The customer's daughter also reported her mother was feeling sick with no appetite. The daughter also stated her mother was not alert and was acting like she was experiencing low blood glucose. The customer declined to have an ambulance called. The customer and their family was advised to go to the hospital as it was an emergency situation. No additional information provided.